Event description:
It was reported that the patient presented in clinic for a device follow-up with an underlying rhythm of atrial fibrillation (af) and a low heart rate due to pacemaker and right ventricular (rv) lead non-capture. Device interrogation revealed that the pacemaker was at elective replacement indicator (eri) reaching end of service (eos) while the right atrial (ra) and right ventricular (rv) leads exhibited low pacing impedances. The device was programmed to vvi mode, and the patient was subsequently brought in for a device changeout on (B)(6) 2026. Upon pacing system analyzer (psa) testing during the procedure, both the ra & rv leads were functioning normally, suggesting that the previously observed low lead impedances were possibly related to the pacemaker reaching eos. The pacemaker was explanted and replaced while the ra & rv leads remained implanted. The patient was in stable condition throughout.

Event description:
New information received notes that the loss of right ventricular (rv) capture was also related to the pacemaker reaching end of service (eos).